Event description:
It was reported the patient's device was replaced due to end of service. The reporter indicated the battery depletion was not normal. The device had been implanted for one year. The patient used the device on a continuous basis. No patient symptoms were reported.

Manufacturer narrative:
Final device analysis results revealed-no significant anomalies found. The device was in "not new condition'. The device was functionally ok.